Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that the fill estimate was inaccurate. The pump data was reviewed by tandem technical support and it was found the fill estimate was accurate; however, the customer did not acknowledge this information. Customer's blood glucose level was 290 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.